Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical devices: product ID: 3888-33, lot# va00p29, implanted: (B)(6) 2013, product type: lead. Product ID: 3998, lot# v527082, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer and a manufacturer representative reported that during the initial implant while their back was wide open they tried to get off the table. The patient was returned to the table but they had to place the leads using an x-ray of the patient's trial stimulator. The device caused shocking in the patient's ribs and they did not get stimulation in their legs and feet like they needed it. The top 2 leads were not working and the patient had a revision a couple of months after the implant on (B)(6) 2013. The leads were not lateral, they were just high. The patient was indicated for spinal pain and failed back surgery syndrome.